Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator of the instrument was received broken. Functionally, the trocar balloon and dissector balloon were inflated and no leaks were detected. It was reported that the obturator was damaged. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. This issue can occur due to an improperly performed assembly operation. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the first dissector broke. It could not be disengaged with the other dissector. There was no patient involvement.